Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have a broken grip cable at the idler pulleys. As a result, one of the grip tips was unable to open or close when the grip input was manually articulated. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Additional observations not reported by site: the instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) was exposed that would not normally be exposed. The instrument failed the electrical continuity test, confirming a complete break in the wire. A review of the procedure logs indicated that a monopolar instrument was used during this case. The instrument was found to have a broken conductor wire at the distal clevis location.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the tip of a fenestrated bipolar forceps instrument did not command. The procedure was completed with no reported injury.